Event description:
The target lesion was the mid right coronary artery. The vessel was de-novo and a thrombotic total occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was 17mm and vessel diameter was 2.5mm. The procedure was an emergent case due to acute mi. Pre-dilatation was conducted with a 2.25mm balloon. A 2.5 x 18mm cypher stent was implanted at 18atm for 30 seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was not measured. A few hours after the pci, the patient complained of chest pain. Coronary angiography was conducted and thrombus was observed in the distal edge of the cypher stent. To treat the thrombus, aspiration was conducted. Then a 3.0 x 13mm cypher stent was implanted distal to the initial stent not overlapping it. Physician indicated that the cause of the thrombotic event was because anti-platelet therapy was started to administer from the implant day.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.